Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked case at ther eservoir tube window corner.

Event description:
The customer reported via telephone call that the blood glucose had been running high since (B)(6). The customer had a high blood glucose reading of 600 mg/dl and at the time of the call the blood glucose reading was 364 mg/dl. The customer experienced symptoms of fatigue, thirst, and frequent urination. The customer reported that the blood glucose did not come down unless she gave a manual injection. The drive support cap was normal and recessed. The customer reported no bent cannulas but stated that there was blood in the tubing. The insertion site was not sore or irritated and the insulin was clear and within expiration date. The time and date were correct and the bolus wizard and basal settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer declined the high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.